Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot m18290t402 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 feb 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter did not function correctly while in use during saline rinsing. The catheter did not suction and the saline was aspirated into the patient's lungs. No further information provided.

Manufacturer narrative:
All information reasonably known as of 15 apr 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 2 apr 2019, during the rinsing of the catheter, saline ran into the lung due to the lack of suction from the catheter. The patient's oxygen saturation dropped to 40%. The current status of the patient is stable. The patient is a premature infant, weighing 380 grams, female, three weeks old at the time of the incident.